Event description:
It was reported that a spectrum iq infusion pump over infused norepinephrine (levophed) in the emergency room. The patient presented to the emergency room due to generalized weakness, and was found to be hypotensive. At 13:17 norepinephrine was hung (4mg/250ml), run continuous at 0-306.8ml/hr. At 13:45 (28 minutes later) it was noted that the 250ml bag of norepinephrine was empty. The involved patient passed away but it was not reported on what date that occurred. The cause of death was not reported. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Flow rate testing was performed three times with a delivery rate of 18.3 ml/hr at a vtbi of 18.3 for a one hour run time. The pump functioned as intended and delivered within specification each time, however the condition of the IV set, IV bag, and set up are unknown. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.